Manufacturer narrative:
Please note that this product is not distributed in the united states.

Event description:
Eight months after treatment with a cypher stent, restenosis was found within the implanted cypher stent. This pt presented to cath for elective treatment of a 55.6% de novo lesion in the proximal circumflex of 14.05mm in length in a 1.94mm vessel diameter. The (b2) concnetric lesion was tubular and ostial. Pre-dilation was conducted with a 2.5x15mm balloon at 12 atm before deploying one 2.5x23mm cypher at 18 atm. Timi-iii flows were recoded pre and post-procedure. The residual diameter stenosis measured 1.0%. Ivus was not conducted. Eight months later, follow up cag was conducted, and focal restenosis was observed inside the implanted cypher.there was 90% stenosis. The pt did not show any symptoms. To treat the restenosis, poba was conducted with a balloon 2.75x15mm (kongou). The residual % of restenosis was 25%. The pt was discharged in a stable condition the following day.